Event description:
It was reported that during an unknown procedure, the device could not be fired as usual. The staples were malformed. Another competitive device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device malfunctioned, the staples did not form. The surgeon had to clamp the tissue while a 12mm trocar was inserted so that another device could be placed to staple the proximal end. There was no transfusion. The amount of blood loss is unknown. Another device was used to complete the procedure. No adverse consequences reported.